Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified alarm triggered on a novum iq large volume pump. In the intensive care unit, a patient was receiving a dobutamine infusion. The novum pump alarmed an unspecified system error ¿for at least one day shift¿ (¿it was uncertain if it was a halting or non-halting on screen¿). The nurse silenced the pump twice while troubleshooting and the patient¿s blood pressure dripped below the mean arterial pressure goal (not further specified). The incident was resolved after the tubing was moved to another pump, and the patient's blood pressure improved quickly. No further information was available at the time of this report.